Event description:
After running, pt placed the pack directly next to skin on the inside of right knee. Pt had the pack on the inside of knee for about 30-35 mins. Pt did not feel any burning or pain while the bag was in place. However, this exposure resulted in damage to skin and tissue on the area where pt applied the pack. The injuries seem to be a type of thermal burn with severe discoloration. The ice pack used by pt did not contain any type of warnings or any other related instructions that would provide info as to the use or care of the product.